Event description:
It was reported that the customer delivered too much insulin to herself, while delivering a bolus for food she had just eaten. The customer's blood glucose was 79 mg/dl and she treated with juice, sugar water, and cherry pie filling. The customer required assistance with bolus while trying to treat for a taco she had just eaten. At the time her blood glucose was 112 mg/dl. Assistance was provided with programming a 15 unit normal bolus. Customer did not know her insulin sensitivity. She suspended the insulin pump, disconnected, and checked sensitivity, which was 50. At this point, her blood glucose was down to 79 mg/dl. 4.5 units of the 15 unit bolus had already been delivered. Customer asked to call emergency medical technicians. Her blood glucose was then 140 mg/dl. Emergency medical technicians were advised customer's blood glucose was due to drop by more than 200 mg/dl, based on her insulin sensitivity and the 4.1 units of active insulin still in play. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.